Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The chronic total occlusion was located in the moderately tortuous and severely calcified left posterior tibial artery. A 0.014 non-bsc guide wire was advanced. The 2mm x 20mm x 143cm coyote es balloon catheter was advanced and inflated. The balloon ruptured at about 10 atmospheres during the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The chronic total occlusion was located in the moderately tortuous and severely calcified left posterior tibial artery. A 0.014 non-bsc guide wire was advanced. The 2mm x 20mm x 143cm coyote - es balloon catheter was advanced and inflated. The balloon ruptured at about 10 atmospheres during the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination showed the inner shaft was kinked 6mm from the distal edge of the proximal markerband. Magnified inspection revealed a longitudinal tear in the balloon wall on the proximal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).